Event description:
It was reported that this patient received appropriate anti-tachycardia pacing (atp) therapy that was unable to successfully convert a ventricular tachycardia (vt) episode. Reportedly, the patient's vt continued for more than 3 minutes and was spontaneously accelerated, until it reached shock therapy treatment zone. Subsequently, a tachy shock was delivered and the vt was converted. The patient experienced a syncope episode because of the delayed vt shock therapy. Technical services refer this case to the patient's physician for possible reprogramming options. This ICD remains in service and no additional adverse patient effects were reported.